Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , asthma [asthma] , nasal discharge [nasal discharge], itching [itching] , tenodn pain [tendon pain] , joint pain [joint pain] , bruxism [bruxism] , loose teeth [loose tooth] , tooth sensitivity [sensitivity of teeth], severe infection [infection] , chronic fatigue [chronic fatigue] , sight disorder, [visual disturbance] , difficulty walking [difficulty in walking] , difficulty holding objects for extended periods [activities of daily living impaired] , tinnitus [tinnitus] , hoarse voice [hoarse voice] , throat discomfort [throat discomfort] , nosebleeds [nose bleeds] , vaginal cyst [vaginal cyst] , micturition disorder [micturition disorder] , excessively frequent urination (more than 6 times a day and twice a night) [frequency urinary] , urinary incontinence [urinary incontinence] , sleep disorder [sleep disorder] , loss of libido [loss of libido] , pudendal nerve inflammation [pudendal neuralgia] , headaches [headache] , dryness of eyes [dryness of eyes] , memory disturbance [memory disturbance] , difficulty focusing/difficulty concentrating on simple tasks [concentration impairment], aphasia [aphasia] , difficulty finding words [word finding difficulty] , cognitive disorder [cognitive disorder] , burnout [burnout syndrome] , gastric pain, [gastric pain] , abdominal swelling [swelling abdomen] , sick leave [sick leave] , second burnout [burnout syndrome] , a progressive and lasting decline in my health [general physical health deterioration] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 11-feb-2026. The most recent information was received on 19-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthma ("asthma"), rhinorrhoea ("nasal discharge"), pruritus ("itching"), tendon pain ("tenodn pain"), arthralgia ("joint pain"), bruxism ("bruxism"), loose tooth ("loose teeth"), hyperaesthesia teeth ("tooth sensitivity"), infection ("severe infection"), fatigue ("chronic fatigue"), visual impairment ("sight disorder,"), gait disturbance ("difficulty walking"), loss of personal independence in daily activities ("difficulty holding objects for extended periods"), tinnitus ("tinnitus"), dysphonia ("hoarse voice"), oropharyngeal discomfort ("throat discomfort"), epistaxis ("nosebleeds"), vaginal cyst ("vaginal cyst"), micturition disorder ("micturition disorder"), pollakiuria ("excessively frequent urination (more than 6 times a day and twice a night)"), urinary incontinence ("urinary incontinence"), sleep disorder ("sleep disorder"), loss of libido ("loss of libido"), pudendal canal syndrome ("pudendal nerve inflammation"), headache ("headaches"), dry eye ("dryness of eyes"), memory impairment ("memory disturbance"), disturbance in attention ("difficulty focusing/difficulty concentrating on simple tasks"), aphasia ("aphasia"), word finding difficulty ("difficulty finding words"), cognitive disorder ("cognitive disorder"), a first episode of burnout syndrome ("burnout"), abdominal pain upper ("gastric pain,"), abdominal distension ("abdominal swelling"), sick leave ("sick leave"), a second episode of burnout syndrome ("second burnout") and general physical health deterioration ("a progressive and lasting decline in my health"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events or their latest episode had resolved. The reporter considered abdominal distension, abdominal pain upper, word finding difficulty, aphasia, arthralgia, asthma, bruxism, the first episode of burnout syndrome, the second episode of burnout syndrome, cognitive disorder, disturbance in attention, dry eye, dysphonia, epistaxis, fatigue, gait disturbance, general physical health deterioration, headache, hyperaesthesia teeth, infection, loose tooth, loss of libido, loss of personal independence in daily activities, memory impairment, micturition disorder, oropharyngeal discomfort, pelvic pain, pollakiuria, pruritus, pudendal canal syndrome, rhinorrhoea, sick leave, sleep disorder, tendon pain, tinnitus, urinary incontinence, vaginal cyst and visual impairment to be related to essure administration. The reporter commented: period of occurrence: between 2015 and 2025 essure implants have led to a progressive and lasting decline in my health, with symptoms that have intensified over the years. These problems led to numerous sick leaves and ultimately severely damaged my professional and personal life. Now that it has been established that this implant was manufactured by bayer, the next step is to hold the company liable for the serious consequences I have suffered, in order to obtain compensation commensurate with the damage I have endured. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] asthma [asthma] nasal discharge [nasal discharge] itching [itching] tendon pain [tendon pain] joint pain [joint pain] bruxism [bruxism] loose teeth [loose tooth] tooth sensitivity [sensitivity of teeth] severe infection [infection] chronic fatigue [chronic fatigue] sight disorder, [visual disturbance] difficulty walking [difficulty in walking] difficulty holding objects for extended periods [activities of daily living impaired] tinnitus [tinnitus] hoarse voice [hoarse voice] throat discomfort [throat discomfort] nosebleeds [nose bleeds] vaginal cyst [vaginal cyst] micturition disorder [micturition disorder] excessively frequent urination (more than 6 times a day and twice a night) [frequency urinary] urinary incontinence [urinary incontinence] sleep disorder [sleep disorder] loss of libido [loss of libido] pudendal nerve inflammation [pudendal neuralgia] headaches [headache] dryness of eyes [dryness of eyes] memory disturbance [memory disturbance] difficulty focusing/difficulty concentrating on simple tasks [concentration impairment] aphasia [aphasia] difficulty finding words [word finding difficulty] cognitive disorder [cognitive disorder] burnout [burnout syndrome] gastric pain, [gastric pain] abdominal swelling [swelling abdomen] sick leave [sick leave] second burnout [burnout syndrome] a progressive and lasting decline in my health [general physical health deterioration] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 11-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthma ("asthma"), rhinorrhoea ("nasal discharge"), pruritus ("itching"), tendon pain ("tendon pain"), arthralgia ("joint pain"), bruxism ("bruxism"), loose tooth ("loose teeth"), hyperaesthesia teeth ("tooth sensitivity"), infection ("severe infection"), fatigue ("chronic fatigue"), visual impairment ("sight disorder,"), gait disturbance ("difficulty walking"), loss of personal independence in daily activities ("difficulty holding objects for extended periods"), tinnitus ("tinnitus"), dysphonia ("hoarse voice"), oropharyngeal discomfort ("throat discomfort"), epistaxis ("nosebleeds"), vaginal cyst ("vaginal cyst"), micturition disorder ("micturition disorder"), pollakiuria ("excessively frequent urination (more than 6 times a day and twice a night)"), urinary incontinence ("urinary incontinence"), sleep disorder ("sleep disorder"), loss of libido ("loss of libido"), pudendal canal syndrome ("pudendal nerve inflammation"), headache ("headaches"), dry eye ("dryness of eyes"), memory impairment ("memory disturbance"), disturbance in attention ("difficulty focusing/difficulty concentrating on simple tasks"), aphasia ("aphasia"), word finding difficulty ("difficulty finding words"), cognitive disorder ("cognitive disorder"), a first episode of burnout syndrome ("burnout"), abdominal pain upper ("gastric pain,"), abdominal distension ("abdominal swelling"), sick leave ("sick leave"), a second episode of burnout syndrome ("second burnout") and general physical health deterioration ("a progressive and lasting decline in my health"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events or their latest episode had resolved. The reporter considered abdominal distension, abdominal pain upper, word finding difficulty, aphasia, arthralgia, asthma, bruxism, the first episode of burnout syndrome, the second episode of burnout syndrome, cognitive disorder, disturbance in attention, dry eye, dysphonia, epistaxis, fatigue, gait disturbance, general physical health deterioration, headache, hyperaesthesia teeth, infection, loose tooth, loss of libido, loss of personal independence in daily activities, memory impairment, micturition disorder, oropharyngeal discomfort, pelvic pain, pollakiuria, pruritus, pudendal canal syndrome, rhinorrhoea, sick leave, sleep disorder, tendon pain, tinnitus, urinary incontinence, vaginal cyst and visual impairment to be related to essure administration. The reporter commented: period of occurrence: between 2015 and 2025 essure implants have led to a progressive and lasting decline in my health, with symptoms that have intensified over the years. These problems led to numerous sick leaves and ultimately severely damaged my professional and personal life. Now that it has been established that this implant was manufactured by bayer, the next step is to hold the company liable for the serious consequences I have suffered, in order to obtain compensation commensurate with the damage I have endured. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.